Event description:
It was reported that the keypad anomaly on the insulin pump. The customer's blood glucose level was 174 mg/dl. The customer insulin pump is strolling with out input. The customer was asked if he recalls any significant events leading to the keypad issues and he said not that he is aware of. The customer was advised that the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per health care provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.